Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 e5 had failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 4.1 cubie pocket failed with error code as device not detected on bus. A field service engineer (fse) replaced drawer controller board and pyxis module controller board, latch sensor and tested them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.